Event description:
The customer reported that the system intermittently locked up and experienced 'communication errors' while attempting to create film shots. No patient/user serious injury or death was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and recommended for replacement. The battery charging system was also identified as out of specification and adjusted. The system was tested and found to be working as intended and returned to service.